Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) level of "high"; although specific value was not provided. A correction bolus via the pump and a manual insulin injection was administered to address bg level. Troubleshooting with tandem technical support was performed and determined that air bubbles were observed within the infusion set tubing. Customer primed the tubing to resolve the issue and changed out the supplies.